Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant dislocation. During the revision, it was confirmed the dislocation of the insert caused metallosis. The surgeon proceeded thoroughly cleaning the site and implanted a legion primary.